Event description:
It was reported that the right atrial lead could not be inserted into the header of the pulse generator. The physician eventually inserted the lead into the head and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.